Manufacturer narrative:
Although it has been indicated that the used catheter will be returned to angiodynamics for evaluation, it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, a 4f midline catheter which had been placed on (B)(6) 2017 was flushed prior to the patient going to CT on (B)(6) 2017. A pinhole leak was noted on the extension leg and the catheter was removed. The patient condition was reported as "unaffected." It has been indicated that the used catheter will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The august 2017 angiodynamics complaint report was reviewed for the bioflo midline product family and the failure mode "extension leg - hole proximal to suture wing." No adverse trend was identified. The end user's reported complaint description of "leaked on clear tubing" [hole in extension leg tubing] is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Angiodynamics' manufacturing process controls for the bioflo midline include a guidewire insertion test to verify lumen patency followed by air leak testing to insure the catheters do not leak. Additional visual inspections for damage or defects are also performed. The directions for use (dfu) packaged with the bioflo midline contain the following precautions/warnings: "warnings: do not use if package is opened or damaged. Do not fully insert catheter up to suture wing. Do not use sharp objects to open package as damage to the device may occur. If catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced." ((B)(4)).